Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experiencing diabetic ketoacidosis on november 2017 while on the pump. Since health care professional had taken her off the pump and put her on injections. The customer blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.